Event description:
I thought I dislocated my hip because of the pain I was having. In (B)(6) 2017, constant vaginal bleeding with intense pelvic pain ongoing for 9 months now. Migraines have gotten much worse causing blindness in left eye. Can't sleep throughout the night even after taking otc sleep aid and (B)(6).